Event description:
It was reported by the rep that when the device was used during an unknown procedure, it would not lock into closed position. Another device was used to complete the case. There was no consequence to the patient.